Event description:
It was reported "extension line set connection broke at the moment of taking off the catheter from the patient after the successful treatment. No leaks during the treatment and the patient never had involved or compromisedon bad function." No medical intervention needed. No patient injury or consequence reported. The patient's current condition is reported as "fine"

Manufacturer narrative:
(B)(4).

Event description:
It was reported "extension line set connection broke at the moment of taking off the catheter from the patient after the successful treatment. No leaks during the treatment and the patient never had involved or compromisedon bad function." No medical intervention needed. No patient injury or consequence reported. The patient's current condition is reported as "fine"

Manufacturer narrative:
(B)(4). UDI: (B)(4). The serial number (B)(6) recorded on the complaint cannot be confirmed. The intra-aortic balloon catheter (iabc) was not returned with the sample; however, the returned sample is suspected to be from the semi-finished kit for the reported serial number (B)(6). Returned for investigation was the short arterial pressure (ap) tubing. The sample was returned in the supplied return kit and was in a sealed bio-hazard bag. Upon return, the ap tubing was noted damaged at the luer end; the damage consisted of the male luer end being cracked/broken and separated from the short ap extension tubing. The damaged/broken luer was not returned with sample. Clear fluid was noted within the tubing. No other damage was noted to the returned sample. Dried blood was noted on the exterior surfaces of the returned sample. He ap tubing was not functionally tested due to the returned state of the components. The cause of the damage was unable to be determined. No abnormalities were noted to the components and catheter. A potential cause is user related, where the ap connection is overtightened. Device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. He reported complaint that the "extension line set connection broke" is confirmed. Upon return, the ap tubing was damaged and broken. The damage consisted of the male luer end being cracked/broken and separated from the short ap extension tubing. No other damage was noted. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the broken luer of the ap tubing. The root cause of the complaint is undetermined. A potential cause is user related, where the ap connection is overtightened. No further action required at this time. This will be monitored for any developing trends.